Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified readings on an adc device compared to unspecified readings on an competitor brand meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Due to low readings, the customer reported self-treating (unspecified) and no third party treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.